Manufacturer narrative:
It was reported by the customer that a pyxis anesthesia es system biometric scanner failed to capture a user's fingerprint, freezing, and preventing access to medication during a procedure. The customer did not provide additional information regarding this event. There were no adverse events or injuries reported based on this event. Upon investigation of the actual device used in this incident it was confirmed that the biometric scanner intermittently failed to scan user inputs. The device's all in one, docking board, solid state drive and communication sled were replaced. Software was configured and data was synchronized to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner failed to capture a user's fingerprint, freezing, and preventing access to medication during a procedure. The customer did not provide additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced issue with intermittent bio ID issues. A field service engineer replaced the aio, docking board, ssd, and communication sled. He then configured the software and performed a data sync to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. This report is associated to MFR# 2016493-2023-01121.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system biometric scanner failed to capture a user's fingerprint, freezing, and preventing access to medication during a procedure. Medication had to be obtained from a different station. The customer did not provide additional information regarding this event. There were no adverse events or injuries reported based on this event.